Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the setup joint (suj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted transthoracic esophagectomy chest anastomosis surgical procedure, user informed the technical support engineer (tse) that they encountered error 23103 and they had already restarted the system without improvement. The tse confirmed the error and had the user restart the system again, including performing an epo from the patient side cart, but the error persisted. The procedure was completed as planned with no reported injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue started at the end of the procedure while removing the instruments. The user was able to finish the case with 4 arms.